Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that 'everything is working, except there is a 90 second delay when connecting to the pump or when requesting a bolus - sometimes it lasts about a minute and a half¿. During the call, the patient mentioned that their left hand didn't work as well as their right hand so they put the agent on speaker phone so they could stop holding their personal phone and navigate their handset easier. When the agent inquired about the event date, the patient stated 'oh, almost from the very beginning', and then did not provide further information. The agent assisted the patient with clearing data, and the patient asked if they could do it on their own in the future if they felt comfortable with it. The agent reviewed, and the patient was going to call back for assistance as needed.